Event description:
It was reported that the user experienced hyperglycemia up to 372 mg/dl while using the ilet and sought assistance for a supply change and device button issues; firmware was current, the mobile app update was pending due to a forgotten password, and the user restarted the ilet from the device, after which glucose returned to range. Symptoms included high blood glucose. Outcomes included temporary impairment with return to normal range after troubleshooting and education. Investigation included telephone troubleshooting and user education. Investigation of this case revealed no device malfunction confirmed and resolution after device restart and proper supply change. It was concluded that hyperglycemia occurred with cause unclear and that the event resolved with use of standard troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.